Event description:
It was reported the patient experienced her buttock cheek bouncing or vibrating and their toes curling. This would occur when the patient would use her oxygen system, that provides oxygen to the patient by nasal cavity delivery, at the same time as the neurostimulator. It was unclear when the patient got the oxygen machine or if it had been used previously without any issues. The patient was told to get a longer oxygen cord to get further away from the oxygen system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v846377, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).